Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 523 mg/dl. The cause of the high bg was not known. The customer with a nurse present, adjusted the temporary basal rate setting to 125% for 12 hours to address the bg level. A bolus via the pump was delivered. The bg level decreased by 355 mg/dl. The customer was working with the healthcare provider regarding the high bg. The customer required no further assistance from tandem technical support.